Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had recurring no delivery alarms. Blood glucose level at the time of the incident was not provided. Customer reported having recent blood glucose levels up to 400 mg/dl. Customer reported that the alarms were resolved by set changes. The insulin pump was not replaced or returned for analysis.